Event description:
During surgery flex pieces broke into the port. Additionally, the account stated that the physician was doing an esophageal myotomy when the retractor started spinning. The physician took the retractor out and the whole port came out with the retractor still inside of it. The retractor broke inside of the port, but had not fallen inside of the pt. X-ray was not done because the entire retractor was inside of the port.